Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a high blood glucose level of 700 mg/dl. The customer attempted to bolus with the insulin pump but her blood glucose level did not come down. Something was wrong with the infusion set because she was not receiving insulin. The customer was placed on an IV and was given insulin drip until her blood glucose came down. She had acid reflux, high blood pressure, and was retaining fluids. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.